Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that the probe did not cut during a surgery; however, it was aspirating. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A probe sample was returned for evaluation. A review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 10 degrees. Actuation testing was performed and was deemed nonconforming. The cutter did not open or close fully in the port. Aspiration testing was performed and was deemed conforming. Cut testing was not performed and deemed nonconforming. The probe did not cut at all. The probe was disassembled and the components inspected. There was approximately 20-30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the needle. The inner cutter was bent. Wear marks are present at the cutter bend area, cutting edge and down the length of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then found to be conforming. The report evaluation does confirm the probe cut function was not working properly due to no movement of the inner cutter. The root cause for the poor cutter movement appears to be from the bent condition of the needle and the bent condition of the inner cutter. The bent components will cause interference between the outer needle and the inner cutter resulting in poor or no movement of the cutter and thus resulting in poor cutting performance. How and when the needles became bent cannot be determined from this evaluation. (B)(4).